Event description:
It was reported that during a procedure for kidney stones, the laser was irradiating intermittently. However, when the pedal was pressed midway through the procedure, laser energy was no longer emitted from the tip of the fiber. At that time, a loud noise was heard from the base of the fiber at the console body side. Usage of the fiber was then discontinued, and the fiber was disconnected from the console. At that time, a small amount of debris was observed on the debris shield which was believed to have caused the fiber to break. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in one piece and the fiber break was not confirmed. The visual inspection did not find visible defects, no fiber body breaks observed. Microscopic inspection identified the tip was mildly degraded. The fiber stopped working was confirmed and identified that the connector face had severe burn marks and a weak light was passing through the connector. Also, during functional test, the aiming beam was very weak. The device instructions for use (IFU) states inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. With all the information available, a conclusion code of cause traced to component failure. Based on these analysis results, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber break issue.

Event description:
It was reported that during a procedure for kidney stones, the laser was irradiating intermittently. However, when the pedal was pressed midway through the procedure, laser energy was no longer emitted from the tip of the fiber. At that time, a loud noise was heard from the base of the fiber at the console body side. Usage of the fiber was then discontinued, and the fiber was disconnected from the console. At that time, a small amount of debris was observed on the debris shield which was believed to have caused the fiber to break. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.